Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open racepack. Analysis and results: there are no previous complaints of the same reference-batch. There are no units in our stock. Received one open and used sample with one of the needles attached to the thread and, the other one, the needle is detached from the thread. Tested the needle attachment of the open sample received and the result fulfils the OEM requirements. A minimum of five samples would be preferred it is the minimum number of units that fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the result of the open sample received fulfills the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread cracked during operation at connection of thread and needle.